Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting, and replaced the dispense 2-way valve. The dispense 2-way valve was determined to be the likely cause of the imprecise results. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the alinity system, likely cause part, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the dispense 2-way valve was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecision alinity I ca 19-9xr results on multiple patient samples. It is unknown if the patients have been diagnosed with pancreatic cancer. It is also unknown which results are correct. The following data was provided: normal reference range = </=37 u/ml (B)(6) 2022 initial result = 93.6, repeat results = 70.6, 113.5 u/ml. (B)(6) 2022 initial result = 72.1, repeat results = 87, 60.4 u/ml. (B)(6) 2022 initial result = 132.3, repeat results = 156.9, 195.8 u/ml. (B)(6) 2022 initial result = 40.9, repeat results = 34.6, 27.2 u/ml. (B)(6) 2022 initial result = 256.3, repeat results = 181.8, 225.3 u/ml. (B)(6) 2022 initial result = 40.4, repeat results = 36.7, 51.9 u/ml. (B)(6) 2022 initial result = 173.5, repeat results = 261.4, 226.8 u/ml . No impact to patient management was reported.